Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a sensing anomaly and low impedance. The device also exhibited noise, which lead to inhibition of pacing. The device remained implanted.